Event description:
It was reported that the 9900 system locked-up during navigation case and no exposure could be made. The main frame display showed boxes and the fluoro alarm was on, the x-ray on indicator light was illuminated, and the left monitor displayed a grey image circle with no anatomy. No patient injury was reported.